Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was driving home from work when he checked his phone and saw that the cgm reading was 4.5 mmol/dl. He pulled off to the side of the road to drink some juice and continue driving but, the blood glucose was apparently lower and continued to drop so the patient crashed the vehicle into a utility pole; it could not be confirmed if the patient lost fully consciousness. An ambulance was called and paramedics took a bg reading which was 2.0 mmol/dl. The patient was treated with juice. At the time of the report the patient was recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.